Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 3 for (B)(4). It was reported by the sales rep in canada that during an unknown surgery on an unknown date, it was observed that the fusion cage device was unstable in its rotation and could not be used. According to the report, two screw devices were wasted as a result. Another like devices were used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) 3.7 ti cerv spine screw slf-drlg/va 16mm device. This complaint involves three (3) devices.

Manufacturer narrative:
Additional narrative: the lot number was unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable